Event description:
It was reported that 5 bd phaseal¿ optima connectors (c35-o) leaked from the connection to the needle. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "with this needle we have been noticing lately an increase in leaking around the needle in oncology, where it connects to the phaseal optima connector. I¿m thinking it¿s the needle and not the connector itself and am working with the company regarding the needle."

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 2011503, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified. Dimensional testing was performed, including the luer thread, verifying all critical dimensions are within specification. Product undergoes a series of visual and functional evaluations throughout the manufacturing process. Records were reviewed for the reported lot and no issues related to this failure were identified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd phaseal¿ optima connectors (c35-o) leaked from the connection to the needle. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "with this needle we have been noticing lately an increase in leaking around the needle in oncology, where it connects to the phaseal optima connector. I¿m thinking it¿s the needle and not the connector itself and am working with the company regarding the needle."